Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate 3 pump was off and a left ventricular assist device (lvad) fault alarm was noted. Log files revealed an lvad internal fault on (B)(6) 2023 at 13:59:32. The alarms resolved on (B)(6) 2023 at 14:00:00. The fault indicted that the controller's measured current was in an abnormally high range, which can occur due to rotor instability.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump off and left ventricular assist device (lvad) faults was confirmed through the evaluation of the submitted log file. The events in the submitted log files appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. The controller event log file contained information from (B)(6) 2023. The pump maintained speeds above the low speed limit until (B)(6) 2023 when the speed abruptly dropped. This was associated with a low speed advisory and hazard. The pump then stopped and an lvad internal fault became active. At this time, there was an increase in motor power and flow. Additionally, there were persistent motor instability, high current, magnetic centering, rotor displacement, and harmonic compensation lvad live fault flags that were recorded during this time. The pump then regained normal parameters for the remainder of the file. Based on complaint history and similarly reported events, the information captured within the submitted log files appears consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor; however, a specific cause for the events in the submitted log files could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the hm 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management" lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.